Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with protruded/loose dive support disk and cracked display window corners.

Event description:
It was reported that the drive support cap was loose. Advised the caller to discontinue the use of the insulin pump. No further information was provided.